Event description:
It was reported by the patient that an angio-seal was used to close the femoral arteriotomy. Approximately four hours later, the patient was discharged. That evening, the patient began to have a muscle cramp in the groin. The patient returned to the hospital where the physician treated the patient with a shot of pain medication. The patient was sent home with pain medication. The patient was instructed to follow up with her physician. Upon follow-up, the patient still complained of pain and ecchymosis at the puncture site. A quarter size lump was present at the puncture site.

Manufacturer narrative:
The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states: some bruising or discomfort is common during the healing process after intravascular procedure; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.